Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the surgery on (B)(6) 2016 was not returned to conmed for evaluation. The reported failure cannot be confirmed and a specific failure mode as well as associated root cause cannot be conclusively determined without examination of the actual device. This failure mode is addressed in the risk document. In most cases of cup detachment the most likely cause of the reported problem is use related. The device manufacturing date could not be identified as the lot number was not provided. (B)(4). To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions, as well as removal instructions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup from the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components have all been retrieved from the patient.

Event description:
As reported on (B)(4), the user facility reported that upon removal of the vcare vaginal-cervical ahluwalia's retractor-elevator with medium cervical cup, the green cup detached from the apparatus. The green cup was visualized and removed from the patient. Upon inspection of the vcare, the cuff that was attached to the balloon was missing. The surgeon searched the body cavity and was able to retrieve the cuff. All pieces were sequestered for risk management. The green cup, and balloon cuff were all retrieved and there was no harm to the patient. To date there has been no update indicating any patient issues since the completion of this procedure.